Event description:
Reportability changed based on product analysis completed on 01/31/2007. It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon failed to inflate. The lesion being treated was located in the obtuse marginal artery, and the vessel diameter was 2.5mm. The 2.50x24mm taxus liberte drug-eluting stent delivery system was advanced to the lesion, however the balloon failed to inflate. The procedure was completed with another of the same devices, and patient status was reported as 'normal'. Returned product analysis revealed a hypotube break.

Manufacturer narrative:
Returned product analysis revealed a break in the hypotube. The break was located approximately 24.2 cm distal to the strain relief. A severe kink was also present in the hypotube. Microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube at the break site. Due to the condition of the returned unit it was not possible to test for inflationary issues. However, a break in the hypotube during the procedure would prevent the balloon from inflating. The balloon was visually and microscopically examined and no visual defects were observed. Microscopic review of the balloon found that it was tightly wrapped and did not appear to have been subjected to any positive pressure. The stent had no visual defects and was returned crimped on the balloon. An examination of the balloon and crimped stent found no issues with their profiles that could potentially have contributed to any form of restriction occurring with this device during the physician's attempts to advance the device through the lesion. A full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. No root cause can be determined.